Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective image drive. The investigation of the logs showed that the image visualization system (ivs) had a defective image drive and could not create an image file, resulting in the display of error message "is hardware failure detected". The failure to create an image file during acquisition resulted in an additional error message "database not in sync". Fluoro and acquisition was still possible, however, the data was not transferred to the ivs for storage in the local database. In such a case the images remain on the image acquisition system (ias) until the ivs becomes available. There was no data loss associated with this issue. The system was repaired by a siemens service engineer. After exchanging the ivs image drive, normal system functionality was restored. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During a interventional procedure, the user received a hardware error message and could not send images. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.